Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller failing to alarm was not confirmed. A review of the submitted log file spanned approximately 28 days (02sep2020 ¿ 30sep2020 per time stamp). From 10sep2020 ¿ 30sep2020, intermittent low flow hazard alarm activated due to flow dropping below the threshold of 2.5 lpm. The flow returned to baseline shortly after. These events are covered under the pump investigation in pi-2019-0256324-01. On (B)(6) 2020, a no external power alarm activated at 20:47 due to both power cables being disconnected simultaneously during a power source exchange. The alarm cleared seconds after activating when power was restored. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate ii system controller (serial (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information, without response. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5, ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was experiencing multiple low flow alarms but the controller was not alarming and no low flows were showing up on controller alarm history after (B)(6).2020. A log file analysis captured several periods of low flow events that were transient and lasting less than 10 seconds. The controller passed a self test.